Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 15 and 119 mg/dl. Tests were done within 10 minutes with a difference of 92 mg/dl. Pt did not experience any adverse events. No further info has been reported.